Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("e-free") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 and menstruation abnormal. Concurrent conditions included endometriosis of ovary and adenomyosis. On an unknown date, the patient started antibiotics at an unspecified dose and frequency. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), hypotension ("blood pressure was too low"), constipation ("constipation"), weight increased ("need to loss about 50 pounds"), menstrual disorder ("menstrual cycle was terrible"), anxiety ("anxiety"), peripheral swelling ("hand is swollen"), dysuria ("burns when it stops"), sinusitis ("sinus infection"), vulvovaginal pain ("vagina was super sore-post surgery"), vulvovaginal swelling ("vagina swelling- post surgery"), depression ("little depressed") and abdominal tenderness ("belly button area is tender"). The patient was treated with paracetamol (tylenol), ibuprofen, docusate sodium (stool softener), macrogol 3350 (miralax), sennoside a+b (laxative), fluticasone propionate (flonase) and surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, hypotension, menstrual disorder, anxiety, peripheral swelling, dysuria, sinusitis, vulvovaginal pain, vulvovaginal swelling, depression and abdominal tenderness outcome was unknown, the constipation had not resolved and the weight increased was resolving. The reporter considered abdominal tenderness, anxiety, constipation, depression, dysuria, hypotension, medical device removal, menstrual disorder, peripheral swelling, sinusitis, vulvovaginal pain, vulvovaginal swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, low blood pressure, constipation, weight gain, menstrual cycle abnormal, anxiety, hand swelling, dysuria, sinusitis, vulvovaginal pain, vulvovaginal swelling, depression, abdominal tenderness. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("e-free") and post procedural haemorrhage ("I've been bleeding since the surgery though it hasn't stopped/ bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 and menstruation abnormal. Concurrent conditions included endometriosis of ovary and adenomyosis. On an unknown date, the patient started antibiotics at an unspecified dose and frequency. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), hypotension ("blood pressure was too low"), constipation ("constipation"), weight increased ("need to loss about 50 pounds"), menstrual disorder ("menstrual cycle was terrible"), anxiety ("anxiety"), peripheral swelling ("hand is swollen"), dysuria ("burns when it stops"), sinusitis ("sinus infection"), vulvovaginal pain ("vagina was super sore-post surgery"), post procedural swelling ("vagina swelling- post surgery"), depression ("little depressed"), abdominal tenderness ("belly button area is tender"), scar ("scaring"), pelvic pain ("pain") and stress ("stress"). The patient was treated with paracetamol (tylenol), ibuprofen, docusate sodium (stool softener), macrogol 3350 (miralax), sennoside a+b (laxative), fluticasone propionate (flonase) and surgery (hysterectomy). Essure was removed in december 2015. At the time of the report, the medical device removal, hypotension, menstrual disorder, anxiety, peripheral swelling, dysuria, sinusitis, vulvovaginal pain, post procedural swelling, depression, abdominal tenderness, scar, pelvic pain and stress outcome was unknown, the post procedural haemorrhage and constipation had not resolved and the weight increased was resolving. The reporter considered abdominal tenderness, anxiety, constipation, depression, dysuria, hypotension, medical device removal, menstrual disorder, pelvic pain, peripheral swelling, post procedural haemorrhage, post procedural swelling, scar, sinusitis, stress, vulvovaginal pain and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, low blood pressure, constipation, weight gain, menstrual cycle abnormal, anxiety, hand swelling, dysuria, sinusitis, vulvovaginal pain, vulvovaginal swelling, depression, abdominal tenderness. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from social media. New reporters added. New events added: I've been bleeding since the surgery though it hasn't stopped/ bleeding, scaring, pain, stress incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.